Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause may be implant loosening.

Event description:
In (B)(6) 2014, the patient underwent left side si joint arthrodesis where three implants were placed. The patient did well for 18 months following the initial surgery before the pain symptoms returned. The surgeon thought that the superior ifuse implant may have been loose via CT scan. In (B)(6) 2016, the surgeon performed a revision surgery where he removed the superior implant and added additional hardware. The status of the patient following the revision surgery is not yet known.